Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump and vacuum pump control valve were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿strong chemical odor¿ emitting from the sterrad® 100nx sterilizer after the cycle completes and the chamber door is opened. One healthcare worker (hcw) experienced a reaction of burning in both eyes. The hcw did not seek or receive any medical attention/treatment because the pain subsided as soon as they left the room. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. Based on the information received in the complaint, the hcw¿s symptoms suggest the event was not serious and resolved without medical attention. In addition, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. The fse replaced the vacuum pump control valve to resolve the odor/smells issue. Unit meets specifications and was returned to service. The investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump control valve was returned and tested. The vacuum pump control valve passed testing. The reason for the return of the vacuum control valve could not be confirmed. The assignable cause of the odor/smells is the vacuum pump control valve. The field service engineer replaced this part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).